Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the sr8 randomly shuts down on battery power was confirmed. The root cause of the observed random shut down is identified as the internal li-ion battery. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
During evaluation the sr8 randomly shuts down on battery power.